Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure. The date of explant has not been provided. Patient date of birth is not known. No further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for an investigation. Visual inspection with the unaided eye showed that one (1) of the haptics was detached; the other haptic was still attached to the lens optic. The lens was contaminated, and the optic was damaged whereby scratches were present. Investigation of the returned lens sample showed the lens is a damaged tecnis multifocal acrylic 3-piece intraocular lens whereby the lens condition is consistent with a lens that has been explanted from the patent's eye. The manufacturing records were reviewed. Device history records (DHR) verification and sterilization batch release showed there were no non-conformances. There were no associated nonconformity material reports. Sterilization batch was released; there were no non-conformances. There were no process and/or material changes. Based on the manufacturing record review and historical review, there were no non-conformances identified. The product was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.